Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 729 mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was not change to resolve the issue. Ran a fixed prime and high pressure test and they passed. The customer's most recent glucose reading was 322 mg/dl. No further information was provided.